Event description:
Livanova received report that when the control panel was used in ECMO, the flow rate indication was flashing, and then all control panel indications disappeared.there was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was only used as backup during procedure to check to flow rate. A livanova technician checked the control panel and found that the device could not be powered on. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up communication livanova learned the serial number of the device which has been added to the dedicated h.4 section. The manufacturing date of device has been added accordingly to the dedicated h.4 section. The livanova technician reproduced the reported issue and traced it to an electrical failure. A faulty contact with the power connector on the control board was identified as most likely root cause of the reported event.

Manufacturer narrative:
H10: a livanova field service representative tested the device and the reported issue could be reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.